Manufacturer narrative:
(B)(4). Date sent 5/7/2024. D4 batch # unk b3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a sigmoid colectomy, the cdh29p was fired without issue. Green check mark present. He performed 2 complete revolutions of the adjusting knob, the stapler rotated freely but would not pull out of the rectum. He adjusted the knob in an attempt to remove device but felt that too much force was being required. He was eventually able to remove the stapler and 2 intact donuts were present. He performed a leak test and observed a significant leak. He attempted to examine the staple-line visually via a sigmoid/proctoscope. He was not able to adequately assess the staple-line due to blood being present. He did observe a posterior defect in the staple line that he estimated to be approximately 15mm in width. He made the decision to remove the entire staple-line with contour and linear staples. A new circular anastomosis was created with a new cdh29p without difficulty. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent: 6/17/2024 d4: batch # 781c64 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Two anvils were returned, one of the anvils was returned with the breakaway washer cut in the anvil, and the other anvil was returned with only the anvil half washer and the casing half washer was returned in the casing of the device. There were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 781c64, and no non-conformances related to the reported complaint condition were identified.